Event description:
Pt had undergone cataract surgery on 11/4/96, and implantation of intraocular lens was attempted by the surgeon. However, the surgeon stated that there may have been a small rent prior to insertion which caused the lens to fall down into the vitreous. She said a vitrectomy was necessary. The surgeon implanted another plate lens and the pt is fine.